Manufacturer narrative:
Seaspine was made aware of this malfunction on (B)(6) 2021. To date, the set screw has not been made available for analysis as the device remains in situ. Revision surgery has not yet been scheduled due to the covid-19 pandemic. No additional details about the patient's condition or treatment plan have been communicated to seaspine. Review of labeling: possible adverse events: loosening of spinal fixation implants may occur due to, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain.

Event description:
The patient underwent spinal surgery on (B)(6) 2020 consisting of seaspine's mariner pedicle screw system. The surgeon discovered a set screw had become dislodged from the iliac screw in the postoperative period.